Event description:
It was reported that the 3.50x28 mm xience skypoint stent delivery system (sds) was advanced to the target lesion, however the balloon failed to inflate, and the stent did not deploy. The sds was removed without issue. Once outside of the anatomy, a leak was observed coming from the shaft. There were no adverse patient effects and no clinically significant delay in the procedure. A new same size skypoint sds was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that, after reaching the lesion, the balloon failed to inflate, resulting in a stent activation failure. After removing the device from the anatomy, a leak in the shaft was noted. Factors that may contribute to leak in the shaft during use include, but are not limited to, interaction with calcification, loose connection with the indeflator, contamination in the inflation lumen, and/or damage to the inflation lumen. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported leak. Additionally, it is likely that the reported leak was responsible for the inflation problem and subsequent activation failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.